Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the additional failure of insulation damage - conductor wire to not be related to the customer reported complaint. Root cause is attributed to a component failure for the insulation damage to the conductor wire. The following was found during the device evaluation, but is not related to the reportable finding: visual and microscopic inspection, no cable damage or misalignment of grips was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. The grip bumper test passed as well. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A review of the device logs for the force bipolar (part# 471405-06 / lot-sequence# k10211101-0427) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2022 during a inguinal hernia ¿ bilateral performed via system serial# (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire insulation damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted sleeve gastrectomy procedure, the force bipolar instrument had an insufficient grip. The site replaced the instrument and completed the procedure as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.